Event description:
It was reported that the customer's batter was not lasting long in the insulin pump. Customer's blood glucose was 135 mg/dl. During troubleshooting, customer was unable to remove the battery cap in the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. No unexpected low battery alarms were noted. The battery display icon was working properly. The device was received with a slightly corroded battery tube. The insulin pump was also received with a cracked case at display window corners and belt clip slot, as well as minor scratches on the lcd window and a stripped battery cap coin slot.